Event description:
It was reported that a fit, active, male patient underwent a revision of his right hip in 2007, due to the fracture of his exeter stem that was implanted in 2003. The customer further reported that the patient had been standing on a cardboard box to crush it when his right leg had slid out form underneath him.